Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the versalok pre packed w/oc device loosened and pulled out after insertion. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of rotator cuff repair surgery, after insert the anchor, it was loosed and pulled out. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the inserter was returned with the broken anchor attached. The anchor sleeve is severely damaged, the titanium pin is visible due to the sleeve damage. It was found that the threads of the anchor sleeve were severely damaged. The anchor sleeve was removed to verify the integrity of the metallic threads, they are in good condition, no structural damages could be observed and it was in place. The titanium pin has a few marks and scratches. Also, it was identified some biological residues in the anchor sleeve and the anvil was not received along with the device. A manufacturing record evaluation was performed for the finished device 7l00325 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the information reported and the condition of the device, this complaint cannot be confirmed. The possible root cause can be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have use an excessive force while malleting the device, as a result of this, the threads of the anchor sleeve were damaged; in addition, it is mentioned in event description that the deployment gun was tapped with a hammer which is not recommended. As per IFU: tap the back end of the shaft with a mallet. In hard bone, the awl maybe used first to create a starter hole. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.